Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2024-01303. Additional information received by the customer confirms that this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. The following sections are being reported: b5: description of event was updated b4: date of this report was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to relay corrected information for the initial report 0002023141-2024-01303. Based on additional information, this event is not reportable. Upon follow up, the distributor reported that the implants being removed due to a fracture was an error. The implants should have been reported as non-integration/loss of integration. Base on this new information, this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at tooth locations #36 & #37 were removed due to a fracture.